Event description:
The patient experienced pain at the ins site. The ins was repositioned slightly deeper into the tissue on (B)(6) 2009. Two months after the repositioning surgery, the pain relief was no longer achieved. In (B)(6) 2010, the pain at the pocket site returned. The leads and ins were explanted on (B)(6) 2010. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).